Event description:
Reporter indicated a vns pt had an infection at the generator site. The site was drained and the pt was started on a course of keflex and was later switched to bactrim ds. The pt was referred to an infectious disease dr attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.